Manufacturer narrative:
Follow-up #1: date of submission 03/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2014 with the following findings: during investigation, the pump¿s black box was reviewed and showed three pump reboots following occlusions on 12/26/2013. The pump powered on with the returned battery cap and was exercised for 24 hours with no reboots or loss of power occurring during testing. Two battery compartment cracks were observed. The battery cap was unable to fully tighten to the pump due to damaged cap threads. The battery cap measurements were found to be within specifications. The coin slot on top of the battery cap was observed to be damaged. The pump case was removed and no evidence of moisture contamination was found inside the pump or evidence of intermittent contact with the battery terminal contacts. The intermittent power issue was observed in the history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump lost power multiple times daily. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.